Event description:
The caller reported that the pump battery depleted too quickly, leading to a pump shutdown. As a result, the customer's blood glucose level exceeded 500 mg/dl, displayed as "high," although the specific value was unknown. The customer addressed the high blood glucose with a correction bolus via the pump. Customer continued to use current pump.